Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his one touch verio iq meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient did not recall when the alleged power issue began. The patient manages his diabetes with insulin (self-adjuster, unknown type and dosage). At an unspecified date and time, the patient claimed he took more food and drink in response to the alleged power issue. A half hour after the alleged issue occurred, the patient stated he began to feel ¿woozy¿. The cca noted that the patient confirmed he did test with another device and obtained a reading ¿over 400¿, but did not recall the date/time of the test. The patient also reported treating himself with 20 units of novolog & levemir; however, the patient could also not recall the date of treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter, and there was no misuse of the product. It was noted that the patient had discarded the subject meter prior to contacting lfs. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved.